Manufacturer narrative:
Batch review performed on 28 january 2025. Gmk-sphere 02.07.1203r tibial tray fixed cemented size 3 r lot 2318620: (B)(4) items manufactured and released on 19-oct-2023. Expiration date: 2028-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Gmk-sphere 02.12.0003r femoral component sphere cemented size 3 r (k121416) lot 2344332: (B)(4) items manufactured and released on 27-dec-2023. Expiration date: 2028-12-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Gmk-sphere 02.12. E0310fr tibial insert fixed sphere flex size 3/10 mm r e-cross (k202022) lot 2344496: (B)(4) items manufactured and released on 27-dec-2023. Expiration date: 2028-12-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Conclusions: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 8 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised all components. The surgery was completed successfully.